Event description:
The manufacturer's representative reported that the patient experienced "loss of pain relief" and the pump was explanted and replaced after an implant duration of 4 months. The pump was filled with morphine 10mg/ml. Dye and rotor studies were attempted. Reporter states "unable to pull back after accessing side port". A follow up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.